Event description:
Patient called to inform us she had her devices removed. She had a partial hysterectomy on (B)(6) 2012. Patient claims that the day she had the devices implanted the physician perforated her uterus with a coil that prematurely deployed and they took her to the operating room and performed a bilateral lap tubal and left the right device in place along with the filshie clip. Since that time in (B)(6) 2010, she said she developed a lower quadrant right side pain and she started having heavy bleeding with large clots. She and her new physician decided to remove the devices and perform a partial hysterectomy. Patient is now pain free and has more bleeding. The physician can not determine whether the devices were the root cause of her pain. As a conservative measure we are filing this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.